Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR. : returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device and filled with water to test the device for inflation to rated burst pressure. The device failed to inflate to rated burst pressure as there was a pinhole at the proximal end of the markerband. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After the 7f ebu 3.5 non-boston scientific (bsc) guide catheter was engaged and a non-bsc guidewire crossed the lesion, a 1.50mm x 12mm fg emerge balloon catheter was advanced for dilatation. However, during the procedure, at 10 atmospheres the balloon ruptured. The device was removed, and the procedure was completed with a non-bsc balloon. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After the 7f ebu 3.5 non-boston scientific (bsc) guide catheter was engaged and a non-bsc guidewire crossed the lesion, a 1.50mm x 12mm fg emerge balloon catheter was advanced for dilatation. However, during the procedure, at 10 atmospheres the balloon ruptured. The device was removed, and the procedure was completed with a non-bsc balloon. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).